Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device, and the device did not produce sound. The rse determined that the speaker assembly needed to be replaced and provided part identification (ID) to the customer. Customer is taking responsibility for servicing the device and has been notified to contact philips for any follow up. The customer biomed is taking the responsibility to order the replacement parts and service the device. The investigation concludes that no further action is required at this time.

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.